Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: only the broken off shafts of the complained seven locking screws were returned for evaluation. Screw head was not returned. The relevant dimensions cannot be verified due to the damage incurred. The received condition of the screws is in concordance with the complaint description and the complaint condition is confirmed. The damage occurred is determined to be post production/acceptance criteria. Since the exact part and lot numbers are not known the present complaint cannot be further analyzed. Multiple factors can lead to technical difficulties during removal of lcp plates with locking screws. These factors include but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are forming a bond between the plate and screw thread. Some of these factors are patient specific factors or they depend on the proper care of the surgeon and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during lcp plate removal can be made. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown matrixrib locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. (B)(4). Without a lot number the device history records review could not be completed. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a thoracic surgery due to an infection on (B)(6) 2019, upon osteosynthesis metal removal at the sternum the matrixrib sternal plate and seven (7) locking screws could not be removed properly. The screwheads were broken when unscrewing the screws. The screws were removed successfully by window in the sternum. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. This report captures the intra-op event where the plate and screws could not be removed properly during hardware removal procedure while related complaint (B)(4) captures the post-op event of hardware removal due to an infection. This report is for one (1) unknown matrixrib locking screw. This is report 8 of 8 for complaint (B)(4).